Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the act button, down button and escape button were hard to press. Customer reported that the time clock was advanced for one minute. Customer stated that the insulin pump also was draining quickly. Customer tried changing the battery three times yesterday and each time it kept saying low battery. Customer got a low battery alarm. Battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.